Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0skur, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Hold adam 7/7 it was reported the patient did not have enough anesthesia during the implant procedure and remembers it all. The patient had a burning sensation at the stimulator location. The patient noticed the burning sensation when they held the programmer antenna up to the implant site. The patient had used an ice pack on the incision and their skin was wet. The incision site was not bandaged and touching it caused the burning sensation. Touching the incision site also hurt. The incision site pain was worse than the day of implant. The patient did not feel stimulation, but their stomach was no longer cramping. Stimulation was assumed to be on. Later that day, the patient increased stimulation from 1.0 v to 1.4 v and felt a burning sensation on the inside. The decreased to 1.1 v. Stimulation was confirmed on. The patient was still feeling the burning sensation on the outside as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.